Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead was observed under fluoroscopy to be fractured. High pacing impedance measurements had been noted. The fracture appeared to be consistent with clavicular crush. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.